Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. Customer was disconnected during prime. Customer states drive support cap appears normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip, missing reservoir tube o-ring and loose drive support disk. Unable to perform displacement test, basic occlusion test due and occlusion test due to broken reservoir tube lip. Compromised force sensor system alarm during prime test due to loose or protruded drive support disk. Unable to perform excessive no delivery test due to compromised force sensor system alarm during prime test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.